Event description:
It was reported that the 3.0 x 15 mm trek balloon was pulled from the shelf and it was noted that the pouch appeared to have already been opened. The staff thought that it could have been opened and inadvertently put back in the box and returned to the shelf, but it could not be confirmed. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted no blood or contrast visible. The balloon catheter was returned in a coil dispenser which was returned in an opened tyvek pouch. The tyvek pouch was opened on the top of the pouch (open here). Both sides had been peeled open, the top was still intact. The sides had been previously sealed by the cloudy appearance on the tyvek seal. The bottom half of the vendor seals were intact. The abbott seal was intact. Factors that may contribute to unsealed packaging include, but are not limited to, manufacturing, storage environment, or transportation method and handling during unpacking. To ensure this is not the result of a manufacturing deficiency, 100% inspection is performed during the manufacturing process to verify that all seals are complete with no gaps, channels, or voids. In this case, it is likely that the pouch was opened at a previous time at the account and the product was not used and inadvertently placed back on the shelf in inventory. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.